Manufacturer narrative:
(B)(4). Date sent: 1/10/2020. Additional information requested and the following was obtained: on what vessel was the device used?unknown. Was it the same for all 3 procedures?unknown. Were both tones heard before cutting the tissue?yes. Were both tones heard with every activation of the device?yes. What specific vessels were bleeding intraoperative? What were they compressed with? X1 large jaw. Were the vessels scalarized or taken with surrounding tissue? I believe so what was the vessel position within the jaws? Yes. Was the bleeding noted intraoperatively or only post-op? First two cases were noted post operative. 3rd case was intraoperatively. What was the volume of blood loss? Unknown. Was blood transfusion required? No. What is the current patient status? No problem.

Manufacturer narrative:
(B)(4). Batch # unk. Following information has been requested but unavailable. Should additional information be obtained, a supplemental report will be submitted: on what vessel was the device used? Was it the same for all 3 procedures? Were both tones heard before cutting the tissue? Were both tones heard with every activation of the device? What specific vessels were bleeding intraoperative? What were they compressed with? Were the vessels scalarized or taken with surrounding tissue? What was the vessel position within the jaws? Was the bleeding noted intraoperatively or only post-op? What was the volume of blood loss? Was blood transfusion required? What is the current patient status? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the surgeon was performing a total vaginal hysterectomy. After multiple applications of the enseal x1 large jaw device the surgeon detected a significant bleeder that was not properly sealed/coagulated and cut but the device. The surgeon indicated that he had to bring the patient back for a post-op hemorrhage after use of the nslx120l.